Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not aspirate. This handpiece was removed from the eye and flushed. The aspiration line into the cassette was also checked and the case was finished using this handpiece.